Event description:
This patient was undergoing an excision of a parotid mass with facial nerve monitoring. The facial nerve monitor electrodes, the simulating electrodes, and ground were placed by the surgeon. They were connected to the nerve stimulator which had been set up and tested by the surgeon. After the procedure began the visual screen on the monitor did not work, only the audible response could be heard.====================== health professional's impression======================the surgeon was unable to visualize the facial nerve during the procedure.